Manufacturer narrative:
Bayer product analysis received and examined one returned low pressure connector tubing (lpct). Visual examination confirmed the presence of a particle within the tube set. The particle was identified as degraded resin from the tubing extrusion process and was partially connected to the inside wall of the tubing. Our investigation determined that the particle noted in the lpct was introduced during the manufacturing process and was not detected upon receipt of the product from the supplier. A 12 month review of complaint history determined the complaint rate to be 0.55 complaints per million (cpm).

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; the investigation is ongoing. Once the investigation is completed and a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.